Event description:
The trunk-ipsi was deployed successfully in an angled neck with the proximal portion of the device just below the lowest left renal. The proximal portion of the contralateral gate did not open fully because it was deployed into the angled portion of the neck. The unopened contralateral gate prevented access with the wire (both proximal and distally). The physician performed an avi with a subsequent femoral-femoral cross-over. The physician also performed bilateral common femoral endarterectomies because prior to the case the pt did not have distal pulses. This restored the pulses and the pt is doing well.